Event description:
The patient reported that the up and down buttons are intermittently unresponsive. The patient reported that the pump was exposed to moisture and the battery cap was replaced three days prior to the pump being exposed to moisture. The patient stated that the keypad and pump are intact.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that the up arrow and down arrow keypad buttons are intermittently responsive. There was evidence of contamination and corrosion found under all key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment and a discolored display screen, which have no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation also revealed a cracked battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.